Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported biomed had the arctic sun device that's giving them an alarm 41 but it was also giving the nurses a 113 alert. Per additional information updated from ttm on 09mar2026, biomed had device giving alarm 41 low internal flow. Per review of wo notes asked biomed if the device had any pads or shunt attached, they said "blue hoses" they asked if there were pads at the end of the blue hoses and they said no just the hoses, asked biomed to remove them and was going to run a functional check and call back. Per follow up information received via task on 11mar2026, per work order update, biomed ran functional check and passed without any issues, said they would return it to the floor since it was most likely the pad tubes torn off the pads they had on the end of the fdl. Per additional information received via ttm on 10mar2026, biomed was told to run a performance verification and call back.